Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 312 mg/dl while using the ilet system and a cartridge-driven infusion set; the user noted an insulin set expired alert on day two of set wear, confirmed insulin drops at the connection during a fill tubing check, and received troubleshooting and education including supply change and algorithm learning guidance. Symptoms included elevated blood glucose without reported ketone testing or other clinical effects. Outcomes included user instruction to change infusion supplies and monitor glucose, with no hospitalization. Investigation included technical troubleshooting with a flow check and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event was non-serious, with cause undetermined, and the user was advised to monitor and call back if further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.